Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Customer stated eye of the needle broke off during rotator cuff procedure and part of the needle is still in the pt. The clamp was in distal 1/3 of needle away from the eye.